Event description:
It was reported to philips that a low load fluoroscopy error was displayed, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a planned treatment for a vascular procedure, which was completed by moving the patient to another room at the time of the event. The philips field service engineer (fse) inspected the system on-site and confirmed that a low-load fluoroscopy error was displayed, which could impact imaging. Upon troubleshooting, the fse identified a faulty tube input connector to the x-ray tube due to a poor crimp connection from the original factory installation. To resolve the issue, the fse repaired the connector, filled the oil cooler to the appropriate level, and performed all functional tests. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.